Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with support assistance, and did not experience repeat malfunction, so customer was advised to continue using pump and to call back if issue recurred.